Event description:
It was reported that during an rv lead placement the patient became hypotensive and developed sinus tachycardia. Multiple attempts had been made to reposition the lead. Echo showed pericardial effusion which resulted in cardiac tamponade. The physician evacuated the blood using a catheter. The ICD system was successfully implanted after the blood pressure and heart rate had stabilized. Patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.